Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a quantum maverick balloon catheter in two pieces. The tip, balloon, markerbands, shaft, and bonds were microscopically and visually examined. There was blood in the inflation lumen and guidewire lumen. The balloon was tightly folded. There were numerous kinks throughout the hypotube and the hypotube had a complete hypotube separation 57cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Functional testing was performed with an inflation device filled with water. The inflation device was connected to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. When positive pressure was applied the balloon inflated and there were no leaks from the balloon or shaft. When the negative pressure was pulled back and the toughy was removed, blood was leaking from the fractured hypotube. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft hole/perforation occurred. The target lesion was located in the calcified vessel. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, crossing difficulties were encountered. After physician attempted to cross the device again, it was noticed that blood had seeped into the balloon lumen. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft hole/perforation occurred. The target lesion was located in the calcified vessel. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, crossing difficulties were encountered. After physician attempted to cross the device again, it was noticed that blood had seeped into the balloon lumen. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.